Manufacturer narrative:
Final device analysis revealed no significant anomalies. The device was returned with the spring exposed and the capsule unattached. The capsule trocar needle was not advanced but there was evidence of dried mucoud on the capsule.

Event description:
The manufacturer's representative reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. The plunger broke during the procedure and the spring came out. The capsule fell off in the patient's mouth with the capsule trocar needle protruding from the back of the capsule. No serious injury to the patient was reported.